Event description:
Litigation alleges that patient has experienced pain, difficulty walking, swelling, and elevated metal ion levels.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # ==> pc-000248284

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc 2688-2012. Reason for original complaint.- litigation alleges that patient has experienced pain, difficulty walking, swelling, and elevated metal ion levels. Doi: (B)(6) 2009 - dor: none reported (right hip) **patient is a resident of tx. Update: 10/18/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update 31 july 2018: com-018042 has been re-opened under pc-000248284 due to pfs and medical records received. Pfs alleges pain and limitation of motion. After review of medical records for the MDR reportability, patient was revised to address degenerative arthritis. Revision notes reported of hemostasis and scarring was identified. Previously alleged elevated metal ions however there is no values of laboratory. Doi: (B)(6) 2009-dor: none reported(right hip)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2871136 and 2768730 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.